Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the cgm was providing an unspecified low value. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump (noted to not be in a closed mode during this event). The patient was vomiting and had diarrhea. A friend drove the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 400 mg/dl. The cgm value at this time could not be recalled. The patient was treated with IV fluids. It was not specified how long the patient was in the ER prior to being discharged. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.